Event description:
The patient was admitted for a procedure in 2006 with lesion in the distal circumflex. The lesion was totally occluded and a 2.5 x18mm cypher stent was implanted at 8atm. Then, on nine days later, the pt returned for a procedure to treat lesions in the left main trunk through the distal left anterior descending branch. The lesion was a de-novo, eccentric, bifurcated and ostial and was 70mm length. The vessel was approx 3.0mm in diameter. The lesion was pre-dilated and a 2.0 x 20mm cypher stent was implanted at 20atm. Next, a 2.5 x 28mm cypher stent was implanted at 18atm, proximal to the other cypher, followed by a 3.5 x 18 mm cypher stent implanted at 18atm, proximal to the previous cypher; overlapping. Kissing balloon technique was conducted. The residual percentage of stenosis post procedure was 0 and timi flow grade was iii. Approximately a year and ten months post index procedure, the pt complained of chest pain and went to the hospital. An ECG abnormality was confirmed coronary angiography was conducted and thrombus was observed in the cypher stents that were implanted on the same day. There was no thrombus observed in the cypher that was implanted on original date. Aspiration and balloon angioplasty were conducted to treat the thrombus. The physician commented that possible cause of the thrombotic event could be that the pt stopped taking aspirin and ticlopidine, on his own in 2008.

Manufacturer narrative:
The physician commented that possible cause of the thrombotic event could be that the pt stopped taking aspirin and ticlopidine, on his own in 2008. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated MFR report numbers are 9616099-2008-02492, 9616099-2008-02493 and 9616099-2008-02494. This 67-year-old male experienced very late thombosis post implantation of 3 cypher japan stents. Medical history included known coronary disease with prior pci, dyslipidemia and smoking. During the index procedure, 3 stents (2.5/28mm, 2.5/28mm and 2.5/28mm) were implanted from the distal lad through the left main trunk, in an overlapping fashion. The target site was described as a type c leison: ostial and bifurcated with 70mm lesion length. Post-dilatation included final kissing balloons. There was no residual stenosis and timi iii flow was maintained. No complications were reported and the pt was discharged on asa and ticlid. As reported, approximately 16 months post-procedure, the pt stopped taking his asa and ticlid. Six months after that, he was readmitted with chest pain; angiography identified thrombus in the previously implanted stents. Treatment included aspiration and balloon dilatation and the pt was discharged 15 days later. It was the physician's opinion that "the possible cause of the thrombotic event was because the pt stopped taking aspirin and ticlopidine hydrochloride by himself and it was a long lesion'. No products could be returned; they remained implanted. A review of the manufacturing records indicated that this lot of products met quality requirements for product acceptance. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Cypher is indicated for use in lesions up to 30mm in length. The cypher janan IFU. Prohibits the use of this product in ostial or bifurcating lesions. Review of the available info indicates that vessel/lesion characteristics and pharmacological factors may have contributed to this event.